Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing on the ventricular channel after atrial pacing. Technical services (ts) reviewed the reports and provided reprogramming options. Ts also noted that the ventricular pacing and shock impedance has been gradually decreasing. The impedances remained within range. The device remains in use. No adverse patient effects were reported.